Event description:
It was reported that during a right ventricular (rv) lead revision procedure, the right atrial (ra) lead was inadvertently dislodged. Therefore, the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal and distal portion of the lead was received. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: product ID d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006; product ID 694958 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).